Manufacturer narrative:
The pod was received with the cannula deployed and needle retracted. The download data from the pod showed that both priming sequences were completed with the expected number of pulses. Investigation of the needle mechanism found no issues that would result in the needle mechanism failing to deployed. Although no problem was found with the device, it could not be determined when the needle mechanism deployed, and the cause of the reported failure of the needle mechanism to deploy could not be determined. Inspection of the cannula assembly found the soft cannula to be torn and measuring out of specification at 0.6595 in. In length. This prevented fluid from flowing through the complete fluid path during the investigation. It could not be determined when or how this damage occurred. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the needle and cannula did not deploy, indicating a failure of the needle mechanism. The patient's blood glucose levels were unaffected, and the pod was worn on the leg for less than an hour.